Event description:
Nothing further reported.it was reported that the customer experienced low blood glucose of 26 mg/dl, while his sensor gave a reading of 400 mg/dl. Customer's mother treated him. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.